Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the power supply fan and system fan were noisy. It was also noted that the electrocardiogram connector on the link electronic module (lem) circuit board was loose. Concomitant medical products: 229047 analyzer. (B)(4).

Event description:
It was reported that the fan was loud. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.